Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for seven (7) unknown cortex screws. Additional code: hrs. No devices will be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery for a hardware removal, the surgeon removed fifteen (15) devices from the patient due to pain in the patient's foot; the original implant date is unknown. On (B)(6) 2016, the surgeon removed all devices easily from the patient; there were two (2) 2.4/2.7mm va-lcp t-fusion plates, six (6) locking screws and seven (7) cortical screws. The procedure was completed successfully with no reports of delay or medical intervention. All of the devices were disposed of at the hospital. The patient's post-operative status was noted to be stable. This report is for seven (7) unknown cortex screws. This report is 3 of 4 for (B)(4).